Manufacturer narrative:
510 k # - k160229. Device evaluation: 1 unit of lot c1614945 of echo-hd-22-ebus-p-c was returned opened in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 24 june 2020. The needle was found to be kinked distally. The needle was able to advance and retract without difficulty. Clarification was requested as follows; " can you clarify discrepancies in the information provided please: device returned to us for evaluation: rpn: echo-hd-22-ebus-p-c of lot number: c1614945 the following details, as per trackwise: rpn: echo-hd-22-ebus-p-c of lot number: c1708680 was the correct device returned?" Reply was received as follows; " correct lot number as per device returned c1614945, this complaint was from the customer directly but no lot number given.¿ document review including IFU review. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1614945 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1614945. There was one non-conformance report against this work lot, nc- gen-080, qty 01 for excessive glue on sheath, the unit was scrapped and the work order was accepted. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0110-6). Root cause review: a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this would have led to the distal end of the needle getting deformed and to the distal kink. This kink would then have resulted in the needle advancement issue out of the sheath. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
An ebus test was performed, the tumor was located, and the decision to use the needle was made. Unfortunately the needle in the endoscope channel did not open at all, it was removed and after checking "dry" it turned out to be jammed. Use a speech needle.. Report is being submitted as additional information was received on 08 june 2020 which indicated that user error took place as they answered 'yes' to the question 'was the stylet partially removed when advancing to the target site' as per the instructions for use it states that the user should 'ensure the stylet is fully inserted when advancing the needle into the target site.'